Event description:
The customer initially reported that their device was showing its charge-pak indicator. The customer also advised that over a year ago, the device was showing its charge-pak indicator and when the customer attempted replacing the charge-pak assembly, the indicator did not clear. The customer then kept the device stored without an installed charge-pak assembly, assuming it could not function. Upon evaluation of the device by physio-control, it was observed that the device could not stay powered on long enough for the device to deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the internal hlc batteries to become depleted.